Event description:
The child was noted to have a tracheostomy tube out of the stoma. The child was unresponsive. Full resuscitation measures were implemented including calling 911. The child was transferred to the hospital and pronounced dead in the emergency department. Initially it was thought the child pulled the tracheostomy tube out and the manufacturer was notified that the facility wanted a one piece design instead of the two piece as a result of the event. An investigation conducted on (B)(6) 2013, as a result of a claim made by the family, revealed that the two piece velcro design may have played a role in the tube coming out of the stoma.